Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unk, hip-hip instruments-general instruments-unk, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03959, 0001825034-2018-03960.

Event description:
It was reported that the acetabular cup became stuck on threaded shaft upon insertion. The cup had to be explanted due to malfunction. Attempts have been made, and no further information has been provided.